Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no tactisys log files were received. Information from the field indicates ablations were performed with rf power of 35w and an irrigation flow rate of 17 ml/min. Artmt100148257 ver. A tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) recommends a minimum irrigation flow rate of 30 ml/min for ablation events greater than 30w. The IFU also warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Review of the device history record was not possible as the lot number is unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Four days post procedure, the patient presented to the hospital for mild chest pain and was found to have a moderate pericardial effusion. A pericardiocentesis is being performed to stabilize the patient. During a typical atrial flutter ablation procedure on (B)(6) 2020, while the catheter was being dragged from one spot to another a steam pop occurred. The impedance was stable at 98-100 ohms during the ablation and no jump in impedance was noted. Heparinized saline was running through the irrigation pump at 2, increasing to 17 when ablation would come on. The ampere generator was used with settings of 35w and 41c, set to temp control. The patient remained in stable condition and no pericardial effusion was noted on intracardiac echocardiography. The procedure was completed with no further issues. There were no performance issues with any abbott device.